Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted; (B)(6) 2006; 419588 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a rv tip to coil lead impedance warning. Impedance measurements were noted to have a large increase in the svc and rv when compared to previous measurements, along with high/undefined and variable impedance measurements. It was additionally noted that the lead fractured. The lead was initially reprogrammed to observation only and later capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range, the impedance trend of the right ventricular defibrillation coil was rising, the impedance of the superior vena cava defibrillation coil was beyond the expected upper range and the impedance trend of the superior vena cava defibrillation coil was rising. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient is a participant in a clinical study.